Event description:
Hcp reported reservoir volume discrepancy identified at routine reservoir refill. The expected reservoir volume (erv) = 1.9ml, the acutal reservoir volume (arv) = 15ml. Troubleshooting was done including a pump rotor study, and a catheter dye study and both were concluded as being "ok". The hcp reported a catheter revision/explantation were planned. No specific patient symptoms, or patient identifiers were reported. Follow up information has been requested, and an additional report will be sent if new information is received.